Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: product performance information was received, analyzed, and high resistance/impedance was noted. One patient alert was triggered for out of tolerance subthreshold lead impedance on (B)(6) 2013. The daily pace lead trend data shows an increase for ventricular pace bipolar impedance from 893 to 4047 ohm peak between (B)(6) 2013. Interference/noise was also noted. The ventricular short interval count was 26 counts in 1.12 days, between (B)(6) 2013. It was also noted that two patient alerts were triggered for lead failure predictor on (B)(6) 2013. Oversensing was also noted as there were thirteen non-sustained ventricular episodes <(><<)>=210 ms on (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular lead had artifacts in sensing and a lot of short ventricular counts. A patient alert was also noted to have been triggered for lead integrity. A new pace/sense lead was implanted and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.